Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a ce infusor sv 2 which was leaking near the distal end flow restrictor site before use. The device was filled with 47.3 milligrams/milliliters 5-fluorouracil (4492 milligrams into 95 milliliters of normal saline) when the leak was discovered. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.